Event description:
Customer reported a frozen display on the insulin pump and stated that the buttons were unresponsive. Customer stated that the insulin pump may have been exposed to moisture due to body heat. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. Insulin pump was monitored for 24 hours with multiple basal rate and programmed with the current date and time. No frozen screen or time clock anomaly noted. Insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump received with cracked reservoir tube lip. All operating currents were normal. No moisture damage in insulin pump reservoir tube, inside or outside insulin pump noted.